Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Difficulty was met while attempting to implant an impella 5.5 pump for patient support. Multiple instruments were utilized including a jr4 guide catheter and buddy wire to allow for the pump to traverse the extremely tortuous subclavian/aorta. Despite the additional techniques used, multiple attempts were still required before the pump was successfully delivered in the left ventricle. As a result of the reported difficulty, it was noted that the initial guidewire was damaged and needed to be replaced before the pump could be placed.

Event description:
It was reported that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03654. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03654. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03654. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03654 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03654 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03654 in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03654. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2023-03654. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2023-03654. H6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2023-03654. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03654.